Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl. Customer changed infusion set and administered a correction bolus via the pump to address impacted bg. During a system check with tandem technical support (cts), it was confirmed that the customer did not remember to fill the tubing and cannula which caused bg level to elevate. Cts assisted the customer in filling the tubing and cannula. Customer reported seeing drops exit the tubing and resumed insulin therapy.